Event description:
It was reported that the tip of the lead was bent when it was removed from sterile packaging. The lead was not implanted.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.